Event description:
The patient reportedly experienced intermittency and a decrease in performance during the last four weeks. Programming adjustments were attempted, but the issue was not resolved. Surgery will be scheduled.